Event description:
Additional information was received from the rep and confirmed by a physician. The cause of the patient's stiffness was not determined but it was indicated that there was possible cancer pain involvement. The physician was notified of the patient's increased stiffness. Conflicting information was reported that there was no motor stall or defect to the pump. The pump was not explanted. It was stated that the patient had passed away from cancer.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the logs were read and a motor stall occurred on (B)(6) 2020 followed by another critical alarm on (B)(6) 2020 indicating ¿duration exceeding 48hrs¿ but on (B)(6) 2020 the stall recovered. No further complications have been reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative (rep) regarding a patient receiving compounded baclofen (unknown concentration at 50 mcg/day) via an implantable infusion pump. It was reported that the patient had been feeling more stiff lately. It was noted that the healthcare provider (hcp) recently lowered the dose from 150 to 50 mcg/day. Additional information was received from a healthcare provider (hcp) via the rep indicated the patient did not recently have an MRI, but the patient¿s managing doctor interrogated the pump on the date of this report during a refill and the pump was showing stalled 800 days after the MRI. The potential for telemetry state was reviewed. It was recommended to re-interrogate the pump to see if a recovery message appeared. It was noted the rep was arriving at the patient¿s appointment during the call. It was confirmed the pump had not been alarming. The patient had been feeling stiffer recently, but the rep did not know when this started. The patient recently had their dose lowered from 150 mcg/day. No further complications were reported/anticipated.